Event description:
It was reported that when the clinician attempted to access the reservoir refill port on 2014 (B)(6) for a pump refill, they were unable to access the refill port. X-rays confirmed the pump was flipped, so surgery scheduled for 2014 (B)(6). The low reservoir volume alarm date was noted as 2014 (B)(6). Intraoperatively, it was visually confirmed that the pump was flipped. The neurosurgeon inspected the catheter and determined that the catheter appeared functional, so the pump was refilled with 40 ml of the medication. Additionally, a pouch was placed over the pump prior to reattaching the pump to the catheter and suturing/securing the four titanium loops to the patient. The patient had recently lost approximately 100 pounds, which the neurosurgeon felt attributed to excessive loose skin, which contributed to the pump flipping. As of 2014 (B)(6), the pump remained implanted and in service, the patient remained on the same concentration and infusion rate, and the patient was alive with no injury. There were no reported patient symptoms or complications associated with this event. The pump was being used to deliver gablofen. It was further reported that the patient had not had a follow up appointment since the surgery.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).